Event description:
Consumer complaint of blood result reading of "lo". Last five tests in memory: "lo", 107mg/dl, 130mg/dl, 138mg/dl, 131 mg/dl. No adverse event reported.

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Consumer complaint of blood result reading of "lo". Last 5 tests in memory: "lo", 107mg/dl, 130mg/dl, 138mg/dl, 131mg/dl. No adverse event reported.

Manufacturer narrative:
Product not yet returned for evaluation. Internal report # (B)(4).